Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 9mm portex tracheal tube, during a sedation hold for neurological assessment, the patient became agitated and developed an obstructive respiratory pattern, with the patient¿s oxygen saturation decreasing to the low 90s.the patient was subsequently re-sedated and paralyzed. Upon auscultation, no air entry was detected and suctioning through the endotracheal tube (ett) was unsuccessful. Manual examination showed that the ett was folded and kinked at the back of the throat, it was straightened, restoring ventilation. The event occurred while the device was in use during patient ventilation. There was a patient involvement, but unknown harm or adverse event was reported.